Event description:
Prior to the start of a procedure at the user facility, it was reported that the maestro drill with handswitch continued to run for a couple of seconds after the handswitch was released . No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device having run on was confirmed. The device had a damaged o-ring in the needle valve assembly and a loose lever assembly. A damaged o-ring can cause the needle valve to stick and cause the drill to continue running.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
Prior to the start of a procedure at the user facility, it was reported that the maestro drill with handswitch continued to run for a couple of seconds after the handswitch was released . No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.